Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 blue component was damaged and leaked good morning, (B)(6), yesterday, I received a complaint about a blue connecta three-way valve: ref: 394602 lot: possibly 4304878 (according to email). The customer reports that the following problem has occurred several times (approx. 5 times): ¿the luer connection over-tightens, causing the entire system to leak. The taps were connected to an infusion set and a pvk/zvk. Infusion solutions and medications were administered.¿ the customer has returned 3 contaminated samples. Two of the samples are stuck together in the packaging (see image). The original label with the lot number should be between them. As the taps are contaminated, I have not taken them apart. Please do not hesitate to contact me if you have any questions. Kind regards when did the incident occur? During use.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 8 physical samples submitted for evaluation. The reported issue of component damage - leak was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that no visual defects were observed and the operation of the threads was verified and no problem with the connection nor disconnection was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.